Event description:
It was reported the subject device presented a coupler and low light issues. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The product was not returned to ric or the repair facility. On-site visual and functional inspections were conducted by field service. As a result, it was confirmed the phenomena pointed out by the customer were reproduced. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: on-site inspection of the equipment by field service reproduced the phenomenon and found rust marks and patches on the lg cable connector on the scope side. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the problem. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a coupler and low light issues. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.